Event description:
Pt had arthroscopic surgery on (B)(6) 2002 after basketball injury to left knee. Pain care pain pump was used during procedure a second surgery was performed on left knee on (B)(6) 2005 for pain, swelling, stiffness. On (B)(6) 2011, pt diagnosed with glenohumeral chondrolysis. Alleges related to pain pump.